Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported adverse impact to the customer's blood glucose level. The customer received a replacement pump.